Event description:
It was reported that the patient received ineffective atp therapy that pushed the arrhythmia in the vf zone during an episode of ventricular tachycardia. The patient experienced no adverse consequences. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.